Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of hemorrhage, vascular infection, vascular dissection, stenosis, fistula and embolism are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, vascular infection, vascular dissection, stenosis, fistula and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, date of event: estimated d4: the UDI number is not known as the part and lot number were not provided. Attachment article titled, "safety and efficacy of percutaneous access versus surgical cutdown for thoracic endovascular aortic repair and transcatheter aortic valve replacement".

Event description:
This article compares the safety and efficacy of percutaneous large-bore arterial access, using the proglide device, versus surgical cutdown in thoracic endovascular aortic repair (tevar) and transcatheter aortic valve replacement (tavr). The proglide device was used for percutaneous access in the procedure, and no device malfunctions were reported. Reported complications associated with the percutaneous approach included infection, bleeding, dissection, stenosis, arteriovenous (av) fistula formation, and embolization. The outcomes were evaluated in the analysis comparing patients who underwent tevar and tavr procedures using common femoral access with either surgical cutdown or percutaneous techniques using the proglide device.